Event description:
During primary surgery a pelvis fracture is caused during the insertion of a trio cup size 46. Fracture is treated and the cup substituted by a size 50. A size 0 quadra s is implanted. During the post op. Control the cup positioning results vertical and the stem undersized. Ten days after, hip luxation is detected and reduction fails. Twenty days after first surgery revision is necessary; a quadra size 1 is implanted. Reference MFR # 3005180920-2013-00149.